Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. This was observed during patient infusion. It was further reported that the bladder was not significantly reduced, the patient's central tube was not blocked, and the flow regulator did not leak.there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
In the initial MDR is being corrected from 09/28/2021 to 09/30/2021. The device was manufactured february 19, 2020 - february 20, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the bladder, which suggests a no flow issue may have occurred. As the sample was not received for evaluation, the cause of the condition could not be determined; however, potential causes of no flow include air bubbles in the glass capillary, drug precipitate blocking the fluid path, and drug residue blocking the glass capillary. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: remove 08/31/2021 (reported on initial) and replace with 08/26/2021. D4: lot #: remove 20b026 (reported on initial) and replace with 20b023. D10: therapy date: remove 08/31/2021 and replace with 08/26/2021. G3: remove 09/30/2021 and change back to 09/28/2021 (as originally reported). Should additional relevant information become available, a supplemental report will be submitted.